Event description:
It was reported that the guidewire unraveled and the distal tip detached. A 014/300/sst platinum plus guidewire was advanced in the non-tortuous, mildly calcified, peroneal artery, for treatment of peripheral artery disease. Once the guidewire reached the artery the physician noticed the guidewire was elongating and the distal tip was not moving. It was identified that the guidewire unraveled and the distal tip detached. A thruway guidewire was used to help advance the platinum guidewire, by wrapping it around the distal aspect of the wire. Then in the peroneal artery, a non-boston scientific device was used to retrieve the distal tip of the platinum plus guidewire. The devices were removed as a unit from the patient, with no patient complications. The case was successfully completed with a thruway 0.014 300cm.

Manufacturer narrative:
Device eval. By manufacturer: upon receipt at our post market quality assurance laboratory, this platinum plus guidewire was examined. The guidewire was returned with a non-boston scientific device. Visual examination revealed the spring tip was unraveled and stretched. The device was sent for material analysis by scanning electron microscopy inspection. The device presented evidence of material folding and mechanical marks at the distal end of the wire. This indicates that the wire experienced tension/compression, caused by reverse bending action, resulting in the final fracture. The corewire was also bent and detached. The reported clinical observations were confirmed.

Event description:
It was reported that the guidewire unraveled and the distal tip detached. A 014/300/sst platinum plus guidewire was advanced in the non-tortuous, mildly calcified, peroneal artery, for treatment of peripheral artery disease. Once the guidewire reached the artery the physician noticed the guidewire was elongating and the distal tip was not moving. It was identified that the guidewire unraveled and the distal tip detached. A thruway guidewire was used to help advance the platinum guidewire, by wrapping it around the distal aspect of the wire. Then in the peroneal artery, a non-boston scientific device was used to retrieve the distal tip of the platinum plus guidewire. The devices were removed as a unit from the patient, with no patient complications. The case was successfully completed with a thruway 0.014 300cm.